Event description:
It was reported that during a hysterectomy procedure a bi-polar forcep device was not cutting adequately. The hospital reported an adverse event occurred during the procedure but the patient was released in satisfactory condition. The hospital would not provide any details about the event.

Manufacturer narrative:
The device was evaluated by ascent healthcare solutions and the device failed cut tests. However, since it is unknown what adverse event occurred, it cannot be determined if the device failing to cut adequately contributed to the event. A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. This is the first reportable event for this device type that ascent has received.